Manufacturer narrative:
Submit date: 11/03/2016. Model and catalog number originally reported as: 382400. Model and catalog number correction to: 482400s.

Manufacturer narrative:
Submit date: 06/14/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit failed to alarm for occlusion. Occlusion was located at the nasogastric tube. There was no patient harm.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit failing to alarm for an occlusion. The unit was triaged and the complaint could not be confirmed after putting the unit through a variety of tests and evaluations. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.